Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited unexpected short battery life. It was further reported that the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.